Event description:
A cartridge change error was reported with the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support (cts) on troubleshooting steps, but when unable to load the cartridge successfully, it was deemed necessary to replace the pump. The customer was advised to utilize multiple daily injections (mdi) as a backup therapy until the replacement pump arrived. Cts confirmed shipping details and provided instructions on returning the faulty pump, including putting it into storage mode and using a pre-paid label. The customer was also briefed on programming settings and connecting the continuous glucose monitor to the new pump. A replacement pump was dispatched to the customer.